Event description:
I had the essure birth control implant in (B)(6) of 2013. I was told it would cause mild pain or cramping. It was extreme pain and has continued to be extreme pain for over 3 months. The pain is so bad I can't function to do my regular daily routine. I bleed constantly very heavily and it is unbearable. I feel that this permanent birth control is horrible and has caused me more problems than good.